Event description:
During service inspection at the manufacturing facility, it was reported that the core saber drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During service inspection at the manufacturing facility, it was reported that the core saber drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
A malfunction of the cable assembly was determined to be a potential cause of the reported event.